Event description:
Related manufacturer reference number: 2017865-2022-46606, related manufacturer reference number: 2017865-2022-46607. It was reported that the patient presented with improper healing at the pacemaker incision site during follow-up in clinic. The device was found visible from the opened incision site of the implanted device pocket and experiencing discharge. The physician explanted the entire pacemaker system due to infection. The patient was in stable condition throughout the procedure.